Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem correction. H2: correction. H6: adverse event problem correction.

Event description:
It was reported that no audio output occurred. No product was provided for evaluation. Data was provided but and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem correction. H2: correction. H6: adverse event problem correction.

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no audio output occurred. No product was provided for evaluation. Data was provided but and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem correction. H2: correction. H6: adverse event problem correction.